Event description:
The customer reported the subject device was leaking, and the device was due for an annual inspection. The reported issue was observed while preparing the subject device for use. There was no patient or user injury reported due to the event. An olympus field service engineer (fse) went on-site and confirmed there was a leakage from the control body, and the remote switch was not working. The subject device was returned to an olympus service center for further evaluation and the annual inspection. Upon inspection and testing of the returned device, it was observed there was foreign material in the forceps elevator. This report is being submitted for the malfunction found during evaluation of the device (foreign material). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
During inspection and testing, foreign material found in the forceps elevator was suspected to be due to insufficient cleaning of the device. The reported issue (leakage from the control body) was not confirmed or duplicated. The issue reported by the olympus fse (switch not working) was confirmed. It was observed the switch buttons were not working due to a corroded switch box. In addition, service found the objective lens was scratched, the connecting tube was scratched, and the bending angle in the up/right direction was out of specification due to wear of the angulation wire. There was play in the up/down and the right/left angulation knobs due to wear of the angulation wire. The water removal ability was out of specification due to a clogged nozzle, there was water invasion in the device causing corrosion, the electrical connector was dirty due to water invasion, the light guide lens was discolored, and switch button #1 was not working due to a damaged switch button cable. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the user facility regarding the reported issue.

Event description:
Additional information was received from the user facility regarding the reported issue (the device was leaking): the reported issue was found during reprocessing of the subject device. There was no impact to a patient or a procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the failure of the device, the IFU-recommended reprocessing procedure was not completely implemented, leaving foreign matter on and around the forceps table. The event can be prevented by following the instructions for use (IFU) which state: if the cleaning, disinfection, and sterilization of the endoscope is insufficient in the IFU (reprocessing manual), it states that there is a risk of infection to the patient and the operator who performs the following procedure using the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction: d3, g1, h10. This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.